Event description:
Hold for vm a customer reported discrepant antiody screening results for one patient, obtained on erytra eflexis with cell 1 (jka+b-, donor (B)(6)) of search-cyte plus 0.8%, ref. 213656, lot 643526003, exp. 2026-03-14 (UDI: (B)(4). Testing among two facilities using the same claimed product lot, the customer facility (site a) had first a negative screening result on (B)(6) 2026 with sample "(B)(6)", while the other site (site b) had a positive (1+) reaction with cell 1 when tested on (B)(6) 2026 with other patient sample "(B)(6)" and on (B)(6) 2026 with patient sample "(B)(6)". An anti-jka was identified by the second facility (site b). The samples originate from a 23-year-old female patient. It was indicated that the patient had no antibody history but was transfused at site a on (B)(6) 2026 following childbirth ((B)(6) 2026), as well as on (B)(6) 2026 (at the same site a). As per information and data provided: on (B)(6) 2026: the patient (23-year-old- female) delivered a baby at the reporting customer facility (site a). On (B)(6) 2026: the patient was transfused with two rbc units (both later confirmed as jka+ during workup), administered at 07h03 and 09h03, respectively. On (B)(6) 2026: the patient presented to the reporting customer site (site a) emergency department due to rectal pain. A CT scan was performed on (B)(6) 2026 at 10h25. The first sample "(B)(6)" was collected and processed for abo grouping and the result was a positive (no further details nor traceability reports provided for this test). Antibody screening was performed on the sample at 10h47 on erytra eflexis efl1656 (sn (B)(6)) for antibody screening using search-cyte plus 0.8%, ref. 213656, lot 643526003, exp. 2026-03-14, on dg gel 8 anti-igg card lot 25017.1, exp. 2026-02-28, and all three screening cells reacted negative, including cell 1 (jka+b-). The patient was discharged. Later the same day, the patient returned to site a and was admitted to obstetrics (ob) at 20h44 due to perineal bleeding, where the second sample "(B)(6)" was collected for a new type and screen. Review of the instrument logs by l2 showed that the sample was tested around 23h00 for antibody screening using search-cyte plus 0.8%, ref. 213656, lot 643526003, exp. 2026-03-14. The jka+b- cell 1 was interpreted as "?" By the instrument (at the threshold of a 1+ reaction) and the jka- cell 2 was found negative. This was confirmed with raw images. The patient went to operating room (or) at 23h15 for evacuation of hematoma and placement of packing. On (B)(6) 2026: results of site a antibody screening in tube method (ahg), requested on (B)(6) 2026 at 22h57 and verified on (B)(6) 2026 at 00h20, were negative for both screening cells (screenshot from softbank results provided with no further details nor tested sample). The patient was transfused at site a with two rbc units (one unit at 00h23 - later confirmed as jka+ during workup - and one unit at 01h33 - later confirmed as jka- during workup) due to active surgical/trauma blood loss. The customer stated that no dat was performed before the transfusion and that the patient had an electronic crossmatch (xm) performed (no data provided). Shortly after, the patient was transferred at 02h16 to the site b facility, where the third sample "(B)(6)" was collected and tested for a new type and screen. Abo rh grouping was processed at 05h53 on erytra eflexis efl1584 (sn (B)(6)) using dg gel 8 adb card lot 25603.1, exp. 2026-06-30, for the forward typing and reverse-cyte a1, b 0.8%, ref. 213660, lot 641326600, exp. 2026-03-14, on dg gel 8 neutral card lot 25608.1, exp. 2026-06-30, for the reverse grouping. The results obtained were a positive for the forward typing (a: 4+, b: -, d: 4+ and ctl: -) and a for the reverse grouping (cell a1: -, cell b: 2+). The sample was processed at 06h06 on efl1584 for antibody screening using search-cyte plus 0.8%, ref. 213656, lot 643526003, exp. 2026-03-14, on dg gel 8 anti-igg card lot 25608.1, exp. 2026-02-28, which resulted in a 1+ reaction for cell 1 (jka+b-). Antibody identification tests on sample "(B)(6)" were then conducted at site b on efl1584: at 06h58 using data-cyte plus 0.8%, ref. 213654, lot 610026003, exp. 2026-03-14, on dg gel 8 anti-igg card lot 25608.1, exp. 2026-02-28: o cell 1 (jka+b+) was interpreted as "?" And modified to w+, o cell 2 (jka+b+) was interpreted as neg, o cell 3 (jka-) was interpreted as neg, o cell 4 (jka-) was interpreted as neg, o cell 5 (jka+b-) was interpreted as 1+, o cell 6 (jka+b-) was interpreted as 1+, o cell 7 (jka+b-) was interpreted as 1+, o cell 8 (jka-) was interpreted as neg, o cell 9 (jka+b-) was interpreted as 1+, o cell 10 (jka+b-) was interpreted as 1+, o cell 11 (jka+b-) was interpreted as 1+, the autocontrol was interpreted as "?" And modified to w+. At 07h56 using data-cyte plus 2 0.8%, ref. 213641, lot 617026002, exp. 2026-02-28, on dg gel 8 anti-igg card lot 25608.1, exp. 2026-02-28: o cell 1 (jka+b-) was interpreted as 2+, o cell 2 (jka+b-) was interpreted as 2+, o cell 3 (jka-) was interpreted as "?" And modified to w+, o cell 4 (jka+b-) was interpreted as 1+, o cell 5 (jka+b+) was interpreted as 1+, o cell 6 (jka+b-) was interpreted as 1+, o cell 7 (jka+b-) was interpreted as 1+, o cell 8 (jka-) was interpreted as neg, o cell 9 (jka-) was interpreted as neg, o cell 10 (jka+b-) was interpreted as 2+, o cell 11 (jka+b-) was interpreted as 1+. The site b facility identified an anti-jka and an antibody of undetermined specificity with sample "(B)(6)" and notified the reporting customer site a of the result (site a does not perform antibody workups). The site b initiated a transfusion reaction workup using third sample "(B)(6)". On (B)(6) 2026: at the reporting customer site a, the first sample "(B)(6)" was run at 12h31 on efl1656 for a new antibody screening with the claimed search-cyte plus 0.8%, ref. 213656, lot 643526003, exp. 2026-03-14, on dg gel 8 anti-igg card lot 25017.1, exp. 2026-02-28, and negative reactions were obtained for both screening cells, as similarly obtained on the first testing from (B)(6) 2026. On (B)(6) 2026: the second sample "(B)(6)" as well as segments from the 4 rbc units transfused at site a were sent to site b for the transfusion reaction workup. The second sample "(B)(6)" was processed at 08h30 on efl1584 for antibody screening using the claimed search-cyte plus 0.8%, ref. 213656, lot 643526003, exp. 2026-03-14, on dg gel 8 anti-igg card lot 25608.1, exp. 2026-02-28, and a 1+ reaction was obtained in the jka+b- cell 1. Of note, the same sample tested at reporting site a on (B)(6) 2026 produced a reaction interpreted as "?" By the instrument for the jka+b- cell 1. The reporting site a tested the first sample "(B)(6)" at 09h40 on efl1656 using data-cyte extend 0.8%, ref. 213684, lot 616026003, exp. 2026-03-14, on dg gel 8 anti-igg card lot 25017.1, exp. 2026-02-28, and the homozygous jka+b- cell 3 was interpreted as 1+, while the other three panel cells reacted negative, including the two heterozygous jka+b+ cell 1 and cell 4. The customer also reprocessed the sample at 10h14 on efl1656 for antibody screening using the claimed search-cyte plus 0.8%, ref. 213656, lot 643526003, exp. 2026-03-14, on dg gel 8 anti-igg card lot 25017.1, exp. 2026-02-28, and "?" Reaction - modified to w+ - was obtained for the jka+b- cell 1, unlike the previous negative results obtained with this sample when tested on (B)(6) 2026 on the same instrument using the same card lot. The customer stated that antibody screening in tube method (15-minute incubation at 37°c) using search-cyte plus 3%, ref. 213639, lot 643026003, exp. 2026-03-14, was also performed with anti-igg and peg enhancer from alternative manufacturers. The customer claimed a 1+ reaction was obtained (no evidence provided). The transfusion (tx) reaction workup report was provided with the following information and results: the 4 rbc units transfused between (B)(6) 2026 were typed and 3 of them were jka+: blood unit (B)(6), (exp. 2026-02-27) transfused on (B)(6) 2026 at 07h03, was jka+. Patient's temperature follow-up was 98.1°f at 07h33 and 98.2°f at 09h21. Blood unit (B)(6), (exp. 2026-02-27) transfused on (B)(6) 2026 at 09h03, was jka+. Patient's temperature follow-up was 98.2°f at 09h42 and 98.2°f at 11h06. Blood unit (B)(6), (exp. 2026-03-02) transfused on (B)(6) 2026 at 00h23, was jka+. Patient's temperature follow-up was 98.9°f at 00h39 and 98.6°f at 01h11. Blood unit (B)(6), (exp. 2026-03-11) transfused on (B)(6) 2026 at 01h33, was jka-. Patient's temperature follow-up was 97.7°f at 01h39 (no end time recorded, with no vitals recorded). Initial work-up: o pre-tx (second sample "(B)(6)", collected on (B)(6) 2026, after first transfusion from (B)(6) 2026): direct antiglobulin test-igg: negative. Direct antiglobulin test-complement: positive (vw+). O post-tx (third sample "(B)(6)", collected on (B)(6) 2026, after second transfusion from (B)(6) 2026): direct antiglobulin test-igg: negative. Direct antiglobulin test-complement: positive (2+). O blood grouping pre-tx matches post-tx blood grouping. O donor type compatible with recipient type. Extended work-up: o antibody screen (pre- and post-tx): positive (1+/2+ for both). O antibody identification: pre-tx (second sample "(B)(6)"): anti-jka. Post-tx (third sample "(B)(6)"): anti-jka and antibody with undetermined specificity o xm pre-tx (second sample "(B)(6)"): compatible: (B)(6) (jka+ transfused on (B)(6) 2026) and (B)(6), (jka- transfused on (B)(6) 2026). Incompatible: (B)(6), (jka+ transfused on (B)(6) 2026) and (B)(6), (jka+ transfused on (B)(6) 2026) o xm post-tx (third sample "(B)(6)"): compatible: (B)(6), (jka- transfused on (B)(6) 2026) incompatible: (B)(6) (both jka+ transfused on (B)(6) 2026) and (B)(6), (jka+ transfused on (B)(6) 2026). O elution (pre- and post-tx): negative. The pathologist conclusion was a "probable" delayed hemolytic transfusion reaction (dhtr). Additionally, the following patient hemoglobin trend was shared: (B)(6) 2026 at 16h27: 7.4 d/dl. (B)(6) 2026 at 06h14 (before the first transfusion of two jka+ blood units): 6.5 g/dl. (B)(6) 2026 at 15h45 (after the transfusion with two jka+ blood units): 9.4 g/dl. (B)(6) 2026 at 10h23: 9.4 g/dl. All shared measures were below the indicated reference range (11.9-15.8 g/dl). The reporting customer stated that the patient did not have symptoms, and that the patient is going well, with no other problems. As per l2 investigation, qc passed on each day of testing. Raw images were reviewed and card integrity checks showed no signs of buffer splashing and post processing images showed reactions that agreed with the instrument grading algorithm. On card (B)(4) there was some very slight agglutination observed just above the cell button but within limits of calling it a negative reaction. Logs were also reviewed, and no errors were reported in the timeframe the sample was run on (B)(6) 2026. Reagent search-cyte plus vial barcodes (B)(4) were loaded on reagent drawer 1 at 23:54 on (B)(6) 2026 with an on-board stability of 120 hours (431700000 ms) at site a. Comparison of the results from site b showed that the search-cyte plus cells used for the screen had an on-board stability of 42 hours.

Manufacturer narrative:
The manufacturing documentation of search-cyte plus 0.8%, ref. 213656, lot 643526003, exp. 2026-03-14, was reviewed and no deviations were found that could be associated with the reported event. All internal tests performed during the manufacturing process were within internal specifications. Cell 1 of search-cyte plus 0.8%, ref. 213656, lot 643526003, exp. 2026-03-14, was prepared with donor (B)(6). The entry typing of the donor was reviewed and no deviations were found. Donor (B)(6) was independently typed by two laboratory technicians with two different lots of anti-jka reagents and positive reactions were obtained. Two blood units from donor (B)(6) have been used in the manufacturing of two finished products among two different manufacturing campaigns. Besides the current reported event, no other complaint has been registered to date by medion grifols diagnostics ag for search-cyte plus 0.8%, ref. 213656, lot 643526003, exp. 2026-03-14, nor involving donor (B)(6). Internal stability records of search-cyte plus 0.8%, ref. 213656, lot 643526003, exp. 2026-03-14, were reviewed and the expected results were obtained at all time points. Titration of a single source polyclonal anti-jka, with selected jka+ rrbcs, including the claimed cell 1 (jka+b-) of search-cyte plus 0.8%, ref. 213656, lot 643526003, exp. 2026-03-14, cell 1 (jka+b+, reacted negative at customer site), cell 3 (jka+b-, reacted 1+ at customer site) and cell 4 (jka+b+, reacted negative at customer site) of data-cyte extend 0.8%, ref. 213684, lot 616026003, exp. 2026-03-14, but also one other homozygous screening cell of another lot of search-cyte plus 0.8% with same expiry date, as well as one homozygous and one heterozygous jka+ rrbcs from alternative manufacturer with expiration date close to the claimed product, was done in manual method in our quality control laboratory at medion grifols diagnostics ag. The three heterozygous jka+ rrbcs tested (including cell 1 and cell 4 of data-cyte extend 0.8%, ref. 213684, lot 616026003, exp. 2026-03-14, which both reacted negative when tested at customer site) gave a titer between 1:4 and 1:8, and the four homozygous jka+ rrbcs tested gave a titer between 1:8 and 1:16 (including claimed cell 1 of search-cyte plus 0.8%, ref. 213656, lot 643526003, exp. 2026-03-14). These results demonstrate comparable reactivity with no significant difference between the claimed jka+b- cell 1 of search-cyte plus 0.8%, ref. 213656, lot 643526003, exp. 2026-03-14, and the other tested cells, including the jka+b- cell 3 of data-cyte extend 0.8%, ref. 213684, lot 616026003, exp. 2026-03-14, which reacted positive when tested at customer site on 18 february 2026 with the first sample "(B)(6)", but also with cells from alternative manufacturer with equivalent expiration date. Accordingly, the results from the investigation does not support the hypothesis of an abnormal jka antigen expression of the claimed cell 1 of search-cyte plus 0.8%, ref. 213656, lot 643526003, exp. 2026-03-14. Thus, the investigative testing is supporting the hypothesis of the presence of a low-titer anti-jka antibody in the patient plasma from sample "(B)(6)" that is at the detection limit of the gel system. Based on all the elements from the investigation, the most probable root cause of the reported negative reactions for sample "(B)(6)" with cell 1 (donor (B)(6)) of search-cyte plus 0.8%, ref. 213656, lot 643526003, exp. 2026-03-14, is sample related, pointing to a low-titer anti-jka in the patient sample with jka specificity that is at the detection limit of the grifols system. This low anti-jka level in the patient plasma sample, in combination with naturally occurring variations in the antigen density of red blood cells may be the cause of the unexpected results observed by the customer. While sample "(B)(6)" produced negative results with the claimed product when tested at reporting customer site a on (B)(6) 2026, the testing from (B)(6) 2026 showed a reaction interpreted as "?" By the instrument (and modified to w+ by the operator). These results suggest that the anti-jka levels in the sample "(B)(6)" were at the limit of detection of the grifols system, showing negative to doubtful "?" Reactions when tested with the claimed search-cyte plus 0.8%, ref. 213656, lot 643526003, exp. 2026-03-14, which may be explained by the run to run variability and could have been influenced by testing parameters such as temperature of reagents/samples, incubation times, etc. Furthermore, antibody screening performed in tube method using search-cyte plus 3%, ref. 213639, lot 643026003, exp. 2026-03-14, was reported to produce positive reaction (1+) by the customer with the usage of peg enhancer, which further supports the hypothesis of a low-titer anti-jka in patient sample "(B)(6)". On the other hand, the results suggest that the anti-jka levels were subsequently higher in the next two samples "(B)(6)" collected, with systematic detection (between "?" And 1+ for sample "(B)(6)", and 1+ for sample "(B)(6)") when tested with the claimed search-cyte plus 0.8%, ref. 213656, lot 643526003, exp. 2026-03-14. Anti-jkª antibodies are notorious for intermittent detection because of their transient nature, often dropping below detectable levels in plasma between sensitizing events (transfusion/pregnancy). These antibodies commonly cause delayed hemolytic transfusion reactions, as they are frequently missed by routine antibody screens, requiring sensitive methods. (Mallhi rs, et al. Presence of atypical antibody (anti jk(a)) in a multi transfused transfusion dependent anemia patient. Med j armed forces india. December 2015, volume 71, suppl 2, pp. S482-s485; caballero, marcelo. 2014. Anti-jka-antibody in a jka negative young man without immunizing events: a case report. 10.13140/rg.2.1.3273.0967; martin a, et al. Naturally occurring anti-jka: expanding the evidence beyond sensitization. Transfus med hemother. 2025 dec 11. Doi: 10.1159/000550000. Epub ahead of print. Pmid: 41550608; pmcid: pmc12807515). Delayed hemolytic transfusion reactions (dhtr) typically occur as a result of an anamnestic response: the patient is re-exposed to an rbc antigen that their immune system has previously encountered although the corresponding antibody is no longer detectable at the time of transfusion. Following this re-exposure, the antibody levels rise again, with titers increasing usually between 24 hours and 28 days after transfusion. Typical laboratory indicators include an unexpected drop in hemoglobin (or a lack of the expected post transfusion rise), elevated indirect bilirubin, positive direct antiglobulin test (dat/coombs). Notably, the transfusion reaction workup demonstrated a negative dat-igg and only a very weak dat-complement signal in the pre-transfusion sample "(B)(6)". Additionally, the four hemoglobin measurements recorded between (B)(6) 2026 at 16h27 and (B)(6) 2026 at 10h23 - prior to the transfusion on (B)(6) 2026 - were consistently below the reference range (11.9-15-8 g/dl). The most characteristics clinical symptoms of dhtr include dark urine or jaundice followed by fever, pain in the chest, abdomen or back, dyspnea, chills and hypertension (schonewille, h. Et al., 2000, rbc antibody persistence. Transfusion, volume 40, pp 1127-31). It shall be noted that none of these manifestations were reported for the patient. The reporting customer stated that the patient did not have symptoms, and that the patient is going well, with no other problems. No single method is able to detect all irregular antibodies. Medion grifols diagnostics ag has no indication of malfunction of product search-cyte plus 0.8%, ref. 213656, lot 643526003, exp. 2026-03-14. Consequently, this case is non-confirmed.